Event description:
It is reported the pt was revised due to the distal screw backing out of the nail. The screw was discovered to be backing out during a f/u visit when the pt complained of pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.